Event description:
Patient reports event's of rheumatoid arthritis and pain, not substantiated by health professional.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis, as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by inamed. The connector type cannot be identified, nor an assumption made as to the type of connector associated with this complaint, because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Rheumatoid arthritis are surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. Inamed has not received the product as this time. Therefore, no analysis or testing has been done. Connective tissue/autoimmune disorders and pain are addressed in the labeling. Inamed does not guarantee that every patient will achieve desired weight loss.